Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a large bore sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. On removal of one of the prostyle devices, it was noticed that the guide wire markings "disappeared." There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported peeled/delaminated markings confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database identified no similar incidents from this lot. The reported "on removal, guide wire markings disappeared" appear to be related to the circumstance of the procedure. It should be noted that the biocompatibility testing for the white ink used in the prostyle smcr guidewire port marker pad print returned with a toxicology assessment ¿no biological risk below tolerable exposure. Titanium dioxide (the white ink used in the pad print) is generally regarded as nontoxic and biologically inert. It is also water insoluble and therefore cannot be removed by saline and or blood contact alone. In this case, the markings may have come off as a result of contact with anatomy or rubbing/friction action during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.